Event description:
Customer reported an issue with the o2 flush valve not releasing properly, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and found a small plastic flagment in the o2 flush valve button housing. The plastic flagment was removed and the o2 flush valve operated properly.